Manufacturer narrative:
(B)(4). Results of investigation: vyaire medical was able to verify the customer¿s reported issue. The ventilator was tested with a known good ac adapter and known good patient circuit connected. The ventilator alarmed "button stuck", minutes after powering on. The alarm restricted setting changes with the ventilator. Bench testing revealed a malfunctioning lcd display was creating this issue. Vyaire medical replaced the lcd display to address the reported issue.

Event description:
It was reported to vyaire medical that the screen on the ventilator kept freezing up and they are unable to select anything. There was no patient involvement associated with this complaint.